Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "(B)(6) 2025, it was difficult to insert the catheter. After pulling out, it was found that the guide wire was kinked to 90 degrees, so the patient was given a knife to guide the catheter through the guide wire after the skin was broken. This event did not cause harm to the patient." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported " on (B)(6) 2025, it was difficult to insert the catheter. After pulling out, it was found that the guide wire was kinked to 90 degrees, so the patient was given a knife to guide the catheter through the guide wire after the skin was broken. This event did not cause harm to the patient." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)